Event description:
The instrument that is used to fix the femoral positioning blocks to the distal femur broke while it was bone impacted into the femur during a knee replacement surgery. The instrument broke at the junction between the portion that gets inserted into the bone and the outer portion of the instrument to which the positioning block is to be attached to. The insertion portion had to be removed from the pt's femur with pliers, with the surgery being extended by 5 minutes. There were no further effects.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. Evaluation summary: inspection of the broken part revealed a failure at the weld junction between the instrument's main body and its fixation spike portion which inserts into the bone. The manufacturing history was reviewed and the component was found to be within specifications at the time of manufacture. The failure was consistent with repeated impact loads. Per review with the complainant, the instructions for use for the instrument were reportedly correctly followed, including pre-drilling the corresponding hole in the distal femur into which the fixation spike is impacted. The failure was similar to prior events involving the same model, although in one case, the loading and removal of the broken part was aggravated by the fact that the distal femur was not pre-drilled as recommended in the surgical technique. Design specifications changes were implemented to increase the strength of the weld junction to minimize the likelihood of the subject failure mode.